Event description:
It was reported that a dissection occurred, requiring stent placement. The patient presented as symptomatic for a left transcarotid revascularization (tcar) procedure. An enroute transcarotid neuroprotection system (nps) was selected for use. During the procedure, a proximal common carotid artery dissection was noted on angiogram. The physician experienced difficulty advancing the guidewire and balloon and subsequently switched to a non-bsc guidewire and catheter, with slight sheath manipulation to access the true lumen. A stent was deployed to cover the dissection. The patient awoke neurologically intact following the procedure.